Manufacturer narrative:
Based on the information provided, the cause of the intra-procedure complication is unknown although there is evidence of clinician related use error. There was poor registration and visualization during the navigation phase but the physician continued with the procedure. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. The logs and case were reviewed by a senior isi product performance engineer and the following findings were obtained: the CT scan for this case was performed with the patient intubated and under general anesthesia. The root cause of the segmentation issue (inability to generate a portion of the lung) on planpoint is that the endotracheal (et) tube was too deep inside main airway (it is thought to have slipped down), with the et tube almost at the main carina point. It caused the software to have trouble identifying the trachea point to define the lung region for airway segmentation. This is CT specific related. The recommended solution would be to repeat the CT scan in which the et tube is pulled higher in the main airway. In that case, airway segmentation will have a high likelihood of working well. This planpoint software was on version planpoint 1.2, where the only workaround available without re-doing a scan was to manually extend the airways. The physician was presented the choices by isi technical support and opted to not-rescan but to just manually extend the airways. The video for the procedure was reviewed by a senior isi clinical development engineer (cde) and the following findings were obtained: during registration, the user was driving down an airway that was not extended during segmentation. This means that the system was collecting data points but did not have those data points to match to in the plan. The video shows evidence of a poor registration. The physician was seen driving without vision and the vision probe looked like it was against the airway wall. A conebeam CT showed an air pocket. The user retracted the needle and re-navigated. There was mismatch between the live and virtual view during navigation. The user navigated without vision again, there was a spike in the drive force and the catheter was seen to be popping forward. Another conebeam CT scan was taken and the catheter appeared to be outside of the lung and a pneumothorax was seen. The physician then retracted the catheter and ended the ion procedure. The ion user manual states: ¿caution: do not advance the catheter or vision probe if the image quality is insufficient for clinically relevant decision making for this procedure. Navigating without visual verification may result in patient harm.¿ based on the information provided at this time, this complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax which required a chest tube placement and hospitalization. The reported auto-pleura border estimation error is not an ion specific phenomenon. CT to body divergence is an expected occurrence in all bronchoscopy techniques and procedures. There is no indication that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that prior to an ion endoluminal lung biopsy procedure, the physician had issues with the planning station laptop whereby he was not able to generate both sides of the lung. The physician proceeded with the case by using the extended airways function and completed the registration process successfully. However, prior to the biopsy, the surgeon encountered significant divergence and noticed a pneumothorax on fluoroscopy. The case was aborted before the physician was able to biopsy the lung nodule. The patient was put under observation and was assessed with a series of chest x-rays. According to the intuitive surgical, inc. (Isi) endoluminal sales representative (esr) who was present during the procedure, the lung nodule was situated at the right middle lobe of the lung, on the medial side and measured 2 cm in size. The CT scan used was taken the morning of the procedure. The physician was unable to populate the right side of the lungs using the planning station laptop. The esr called isi technical support for assistance and was advised to "extend the airways." The doctor managed to extend the airways enough to reach the lung nodule and completed registration. Upon advancing the catheter, there was CT to body divergence (CT-bd) seen on 3d fluoroscopy spin. A pneumothorax was seen about 15 minutes into the procedure, before the catheter even reached the lung nodule. The physician aborted the case due to the pneumothorax. A chest tube was inserted as the pneumothorax was seen to be growing in size and the patient was hospitalized. There was no clinical instability in the patient. There was no bleeding observed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the physician. However, no further details have been received as of the date of this report.